Event description:
It was reported that during a diagnostic procedure, a tip detachment occurred. At an unknown time during the procedure, the tip of the atlantis sr pro catheter detached. The patient was sent to surgery; however, it was determined that the catheter tip had embolized into a distal vessel and the surgery was not performed. The tip remains inside the patient in an unknown location. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was used past its labeled expiration date. The dfu states "do not use device after indicated "use by" date. Use of an expired device could result in patient injury due to device degradation." (B)(4).